Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that they blacked out while driving and when they regained consciousness, they were stopped on the side of the road. The patient then checked the continuous glucose monitor that read low at the time of event. There was no allegation against the dexcom cgm. At the time of contact, the patient was doing good. Additional patient or event information is not available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.